Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
Patient called to report that the adhesive pad did not stay attached to the body. The patient stated that she currently has tape on the device that she is wearing. The patient stated that the device is not working properly because it has caused her blood sugar to rise. The patient stated that her blood sugar readings is now 347 which is higher that when she tested her readings this morning. The patient stated that she has recently switched from the vgo 30 to the vg0o 40 due to the fact that her blood sugar has been high.